Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screws/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes rep. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the (B)(6) year-old female patient underwent an olif (oblique lateral interbody fusion) treating lumbar canal stenosis. Two viper prime screws 7.5 x 45 were used in l4-5. The surgeon confirmed the screw deployments were satisfactory through postoperative CT scan. On (B)(6) 2019, the patient developed rash (es) on her skin where medical adhesive tapes were placed. Ointment was applied. On (B)(6) 2019, the patient recovered from the rash(es). No further information is available. This complaint involves four (4) devices. This report is 4 of 4 for (B)(4).